Event description:
The customer received a questionable adrenocorticotropic hormone, corticotropin (acth) result for one patient sample. The initial result was 82.1 pg/ml (18.078 pmol/l) and the result from the siemens immulyze was 48.2 pg/ml (10.614 pmol/l). Information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. There was no death associated with the event. The acth reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Further investigation is not possible with available information and results. The difference in the results could have been due to different acth fragment recognition of the assays and general higher roche assay recovery than the siemens immulite assay. Sample from the patient was submitted for investigation and the customer's results were confirmed and believed to be correct. Marco- molecules interference in the samples was ruled out. Based on the provided data, a general reagent issue was not suspected.